Manufacturer narrative:
Section a1, a2, a3, a4: multiple attempts for patient information were made, however no response was received. Section d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between the reported multisystem organ failure, patient outcome, and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient expired due to multi-system organ failure on (B)(6) 2019. No alarms were reported for this event. Multiple requests for additional information were sent to the center; however, no further details were provided. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to multi-system organ failure. No further information was provided.